Event description:
This complaint is being reported due to an alleged keypad malfunction. There was no report of product misuse. The keypad did not appear to be peeled or torn. Furthermore, there was no adverse event associated with this complaint. Replacement products were sent to the pt.

Manufacturer narrative:
There was no damage to keypad. The 'down' button was unresponsive and does not spring back when pressed. 'Up/ok/contrast' buttons was responsive and spring back when pressed. There was evidence of keypad adhesive found under all key contacts.